Event description:
Event description guidant received information that this ventricular lead had sustained a fracture. Impedance measurements were greater than 2500 ohms. Therefore, the lead was removed from service and replaced. The proximal lead segment was removed and the distal segment was surgically abandoned in the right ventricle.